Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was capped due to a lead fracture, high impedance was noted as well. Should additional information be received, this file will be updated.